Event description:
It was reported that a minimum fill notification occurred during the load sequence as the customer was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was unable to provide additional information regarding the event. Reportedly, the customer continued using the pump for insulin therapy.